Manufacturer narrative:
H10: the device was received for evaluation. The visual inspection of the sample showed that the effluent pump segment line was disconnected from the support plate. The effluent pump segment was identified as the correct length and traces of solvent were observed to show that this pump segment has been glued. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during treatment with a prismaflex st150 set, the pump segment from effluent pump spontaneously detached from the set. There was no patient injury or medical intervention associated with this event. No additional information is available.